Event description:
It was reported by a service tech that the attachment leaked an oil-like substance while the equipment was being test during an on-site maintenance visit at the account. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The attachment was received at the MFR for service and eval. Based on the investigation details, the reported complaint/event was confirmed, and a sample was collected from the device. The device will be cleaned and re-lubricated, and worn components replaced in the service process as preventative maintenance. The risk associated with this failure has been addressed. A potential cause to have created an event such as this may be contributed to cleaning and sterilization practices at the account. Any trends for this failure mode that require corrective action will be identified through complaint/MDR trending.